Event description:
General report received of multiple incidents of "cassette alarms" during start-up of infusions experienced in the ICU and ER departments. It was reported that a pt in ICU was to receive a dopamine drip (dose unspecified). The priming was completed without problem. When the infusion was started, a cassette alarm was received. It was reported that the "patient's blood pressure dropped". The blood pressure reading is not known to the report source. There was a delay in therapy during troubleshooting, but no report of patient harm. The infusion was started after changing to "at least four different tubing sets until one would work". The pt did not experience any adverse sequelae. It was also reported that there were unspecified numbers of cassette alarms received during attempted administration of tpa in the emergency room. Information regarding specific event details, medication dose, rate of administration was requested, but no further information was available. There was no report of any pt adverse effects. Additional information was requested, but no further information was available.